Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that this phenomenon was attributed to the breakage of the camera plug of the subject device due to the excessive force being applied by user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, it was found the endoscopic image of the subject device had failure, due to a breakage of the camera plug of the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and found that the reported phenomenon was duplicated.